Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a half-height small drawer was damaged and required replacement. A field service engineer confirmed that the half-height small drawer was completely pulled out. The fse replaced the damaged drawer and removed cubies from the old drawer. After installation, the fse logged into the hardware test application and auxiliary half-height drawers 5.1 and 5.2, which worked successfully. Fse tested all drawers and slides to make sure they were working properly, opened top cover checked connections in electronics drawer and removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and it was manually pulled out by user. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.